Event description:
Pt with previous fusion l5-s1 in 2007 was revised (B)(6) 2011 to matrix construct l4-l5 interbody fusion, and l4-s1 post lumbar fusion. Approx 4 months status post matrix implantation, pt returned to surgeon due to pain. X-ray taken on unk date showed bilateral failure of locking caps at l4. Revision surgery scheduled for (B)(6) 2012. All matrix hardware removed and pt was revised to nuvasive spherex. This report is #4 of 6 for the same event.

Event description:
This is report 4 of 20 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing site address is unknown. Placeholder.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.